Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the upper limb. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During second inflation at 14-15 atmospheres, the balloon ruptured. The balloon was completely removed from the vascular sheath immediately. The procedure was completed with a different device. There were no patient complications as a result of this event.